Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt left two unused supply lines unclamped during therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.